Event description:
I used renu with moisture loc contact lens saline solutions from 01/01/06 through 01/06/06. I was diagnosed with fusarium keratitis. I am presently taking systane lubricant eye drops. I finish the anti-fungal treatment. Presently lost vision on my right eye. Next monday I have to go to my appointment with my ophthalmologist.